Manufacturer narrative:
If explanted; give date: n/a (not applicable). The lens remains implanted. (B)(4). Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient is experiencing blurred vision in the left eye with an intraocular lens (iol). Patient reported distance vision is much worse than before the surgery. Patient can read business cards and letters just fine as that got better, however, patient feels left eye does not feel right. Patient also reported having swelling in the eye, was sent to a retinal specialist, then was given steroid eye drops to treat the swelling. The swelling went down and got better, but patient says eye does not feel the same. Patient complains peripheral is off, and when driving vision is not as good-it is blurry/hazy/not as crisp of vision. Visual issues interfere with daily activities. Patient wears prescription sunglasses, so eye can adjust and wears glasses for distance. The surgeon informed patient the lens is perfectly placed and there is no adhesion. No other treatment has been provided. At this time, the lens remains implanted. No additional information was provided.

Manufacturer narrative:
Corrected data: upon further review, it was noted that in the initial MDR section g4 had the incorrect date received by manufacturer. The correct date is 8/21/2020. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.